Event description:
A nurse reported that during setup for a procedure, the sys would not boot up and the screen turned black. The case was cancelled; however, the pt had already received an anesthetic block and sedation in preparation for the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the sys, confirmed the system was not booting up, and replaced the cpu battery to resolve the issue. Preventive maintenance was performed. The sys was then tested and met product specs. No samples were returned. The root cause is unk at this time. (B)(4).